Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. The pump battery rapidly depleted and ultimately shutdown. Customer charged the pump, battery displayed 100%, customer loaded a new cartridge, and insulin delivery was resumed successfully. Customer blood glucose value was 242 mg/dl.